Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that the balloon of the subject device was damaged and partially missing. The manufacturing history was reviewed, with no irregularities noted. The exact cause for missing balloon cannot be conclusively determined. This issue might occur since the balloon was damaged with a sharp object when it was inflated. The instruction manual of the device has already warned as follows; do not operate the instrument abruptly or with excessive force when retrieving a foreign object. Otherwise, patient injury such as bleeding, mucous membrane damage, or edema may occur. If the balloon cannot be deflated, withdraw it using an appropriate method determined by the specialist. If an excessive force is applied on the balloon catheter when the balloon cannot be deflated, patient injury such as bleeding, mucous membrane damage, or edema may occur. It could also cause the balloon to burst or the distal end of the instrument to break off, which could remain inside the patient.

Event description:
During a lithotrity, the subject device was used. In the procedure, it was damaged when the balloon of the subject device was inflated. The procedure was completed with a similar device. There was no patient injury reported. Olympus medical systems corp. (Omsc) received and evaluated the subject device. As the result, omsc confirmed that the balloon of the subject device was partially missing on (B)(6) 2017. Therefore, the fragment might be fallen off into the patient.